Manufacturer narrative:
On (B)(6) 2024, mentor received additional information by the patient that the previous impact device information was not the one ruptured. The device has been updated to 500cc mentor memorygel breast implant (catalog number 3505004bc) with lot number 5533960 and serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation has also been updated to (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot number 266783: manufacturing date: august 2003. Expiration date: august 2007. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 268593: manufacturing date: october 2003. Expiration date: october 2007. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 450cc mentor siltex contour profile spectrum saline breast prosthesis and experienced a deflation on an unknown side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The healthcare provider reported two device serial numbers/lot numbers, however, it is unknown which serial number/lot number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.